Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy surgical procedure, the customer called the intuitive field service engineer (fse) to report a recoverable fault 32056 on the universal surgical manipulator (usm) 1 at startup. The fse guided the customer to perform a hard power cycle (two times). After the power cycle, the error persisted. The fse checked the system and concluded that it was not possible to use the usm1 on that procedure due to the fault. The fse explained the fault and its impact. The surgical team decided to abort the procedure. The procedure was aborted with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information from related record: the nurse responsible for the operating room performed the complete drape without presenting any problems. After patient anesthesia, positioning and completion of the portals, at the time of docking, usm#1 was disabled, presenting a recoverable failure. The system was started again and it continued to show the same error: error-32056. The customer contacted technical support engineer (tse) who advised us to disable the usm, but with this procedure the surgeon would not be able to perform the procedure with just three robotic usms. With the team's decision to avoid further harm to the patient, the surgery was canceled. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the issue did not occur with the surgeon¿s head inside the surgeon side console (ssc) high resolution stereo viewer (hrsv) and it did not occur while attempting to manipulate instruments. The system presented error 32056 and it was possible to recover the failure only after deactivating usm 1. Usm 1 was non-operational. There was no collision. The issue was persistent. The action being performed at the time was system docking. Due to failure, procedure was cancelled. Equipment inspected before the procedure and there was nothing out of the ordinary. Usm 1 was replaced. The ports were placed before the issue being identified. The check list was realized, and the system was verified. The system initially connected without apparent errors according to information reported by the nurse in charge of the operating room.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed the reported problem was confirmed as having occurred in the field via remote logs but was not replicated in-house. Remote logs showed multiple 32056 errors with error 1123 p3=1 pointing toward the yaw searchlight. Unit was tested on an in-house system in normal mode when it triggered no errors. Unit was also tested on a pftp where it passed all required tests. During investigation, there was no damage or fluid intrusion noticed around the yaw searchlight assembly.

Event description:
Refer to h10/h11 for follow-up information.